Event description:
Patient was revised to address acetabular cup loosening and pain. Update: 2/28/2012 - litigation papers were received. Litigation papers allege elevated levels of chromium and cobalt. Update: 3/23/2012 - medical records were received. The revision operative report indicates that when the hip was entered, there was an excessive amount of fluid that was cloudy with bits of soft tissue in it.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.